Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by (B)(4) found some physical damage of the device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the forceps elevator and the instrument, the suction, the air/water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corporation (omsc) was informed from the user that it was found the sample collected from of the subject device tested positive for bacillus species <5 cfu/100 ml> and staphylococcus species <2 cfu/100ml> after they disinfected and tested the subject device for use. The subject device was a loaner device and had been last disinfected on (B)(6) 2020 by olympus (B)(4). The device have been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA). There was no report of infection associated with this report.